Manufacturer narrative:
Taper ii. Device evaluation summary: a visual examination was performed on the received lap-band with access port I, taper type ii, and an additional piece of tubing that was approximately 8 inches in length. The port tubing was noted to be discolored above the ss connector, and was light yellow in appearance. The band tubing was separated approximately 2 1/2 inches from the tubing/collar junction. The port tubing was separated approximately 3 1/2 inches from the ss connector. Scratches were noted on the port, and needle marks were noted on the port septum. Brown particulate matter was noted on the port housing near the septum. An opening was noted on the additional piece of tubing, approximately 1 inch from the end of the tubing. The buckle strap was noted to be partially separated from the buckle. A fill inspection test was performed, and unable to inject fluid through the port septum. An air leak test was performed, and no leakage was noted. The additional piece of tubing was partially separated approximately 1 inch from the end of the tubing. Under microscopic analysis, the edges of the separation were sharp. Needle marks were observed on the port septum. Brown particulate matter was observed on the port near the septum. Non-penetrating nicks and scratches were observed on the port near the port holes. Brown particles were noted on the scratches. The ends of the port and band tubing were noted to have striated and sharp edges, consistent with damage from a device removal tool. The ends of the additional piece of tubing were noted to have a sharp edges. A sharp-edged separation was noted on the buckle strap.

Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 08/07/2017.

Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connecter type associated with this event. Device labeling addresses the reported event as follows: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments. When adjusting band volume never enter the access port with a "syringeless" needle. The fluid in the device is under pressure and will be released through the needle. When adjusting band volume after the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was removed due to "malfunctioning lap band port. No restriction".